Event description:
On 4/7/94, rptr had double fusion to lower back with steel bars and screws. In 9/94, fusion was failing. On 9/22/94 surgery indicated all screws and hardware had loosened. Screws and device was extracted and more screws and steel installed.